Manufacturer narrative:
The device was not returned and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized and received unspecified treatment for the event. Patient outcome was unknown. Pd therapy was discontinued.  No additional information is available.

Manufacturer narrative:
Upon follow-up, it was reported that the cause of peritonitis was unknown. At the time of this report, the patient has recovered from the event. It was reported that the patient would start hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.